Event description:
It was reported to lifecell by (B)(6) that an obese, male patient with a history of abdominal surgery underwent an abdominal hernia repair with strattice on (B)(6) 2014. There was a subsequent (postoperative) suture pull through on one side resulting in the detachment of strattice and hernia recurrence. The surgeon went back to perform revision surgery with (an additional piece of) strattice on (B)(6) 2014.

Manufacturer narrative:
Our investigation of lot s11214 includes: method of evaluation: review of the information as reported, device history records and the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot s11214. Results of evaluation: review of the device history records revealed no deviations during the production of lot s11214 that may be associated with the event. The lot met acceptance criteria for qc release, including tensile testing and suture-pull testing results. To date, no other complaints have been reported to lifecell against lot s11214. To date, of the 188 devices processed for lot s11214, 188 devices have been distributed with 76 devices that were reported to be implanted. Conclusion: based on the provided information, review of the lot processing history with no deviations in association with the event and no other complaints reported to lifecell against the lot, the event is unlikely related to the lifecell device. Adhesion formation is a known post-operative surgical complication independent of the use of a mesh. Patient factors of obesity and prior abdominal surgeries may have contributed to the event. The lot met qc criteria for product release. Device not returned for evaluation.